Manufacturer narrative:
One arterial embolectomy catheter was received with an inserted stylet. There was no original packaging returned. There was no blood visible on the catheter body. As received, the catheter body tube was completely broken at 0.46" proximal from the tip, underneath the balloon latex. The break was located at the #2 inflation hole. All other inflation holes were intact. A pin-hole was also found on the central area of balloon latex. Except for the pin-hole, there were no abnormalities observed on the balloon latex or windings. Visual examination was performed at 10x magnification. The report of "product was broken" was confirmed as related to the manufacturing process. An investigation has been opened to address this type of complaint.

Event description:
Reportedly, according to customer, the product was broken, which was noticed when the package was opened. There were no patient complications.

Manufacturer narrative:
Several attempts were made to retrieve the device for evaluation. At this time, the device was not returned; however, if the device becomes available in the future a supplemental report will be submitted.a device history record review was completed and documented that the device met specification upon distribution.